Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages and false asystole alarms) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving adjust belt messages and false asystole alarms.